Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2018. The patient¿s father stated that the sensor was removed on the fifth day of wear due to pain and discomfort. After removing the sensor, he noticed that the insertion site was infected. On (B)(6) 2018 the patient was brought to a clinician who prescribed a 10-day regimen of cephalexin to treat the skin infection. At the time of contact, it was indicated that there was a small knot at site, but the reaction was healing appropriately. No additional event or patient information is available. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites.